Manufacturer narrative:
The biosense webster inc. Failure analysis lab received the device for evaluation on 9/11/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a male patient underwent a non-ischemic ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. Post-procedure, while in the recovery room, the patient became hypotensive and reported chest pain. Pericardial effusion was confirmed via echocardiography. Pericardiocentesis yielded 300 ml. Patient required extended hospitalization as a result of the adverse event for monitoring. Patient fully recovered. Patient was reported to be in stable condition. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17714948l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a male patient underwent a non-ischemic ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. Post-procedure, while in the recovery room, the patient became hypotensive and reported chest pain. Pericardial effusion was confirmed via echocardiography. Pericardiocentesis yielded 300 ml. Patient required extended hospitalization as a result of the adverse event for monitoring. Patient fully recovered. Patient was reported to be in stable condition. Factors cited that may have contributed to the adverse event include the patient¿s anatomy. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with an unspecified needle and a st. Jude medical fast-cath 8.5 french guiding introducer. Generator was set on power control mode using default settings. There is no information regarding generator parameters or generator settings at the time of injury, as it is unknown when the injury occurred. Power was not titrated. Overall ablation time was approximately 10 minutes. Last ablation cycle time was 1 minute. Irrigated catheter flow was between 8 and 15 ml/min. Patient did not receive anticoagulant during the procedure. There is no information regarding shaft proximity interference value. Thermocool smarttouch bidirectional sf catheter was not in close proximity to another catheter. Thermocool smarttouch bidirectional sf catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any biosense webster, inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.